Event description:
It was reported that when arctic sun device was checked to be delivered, there was a burr left in the button of the attached strap kit and the fastener did not fit. Per additional information received via follow-up on 25-jan-2023, it was reported that issue would be resolved by replacing it with a new one.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as plastic deformation. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when arctic sun device was checked to be delivered, there was a burr left in the button of the attached strap kit and the fastener did not fit. Per additional information received via follow-up on (B)(6)2023, it was reported that issue would be resolved by replacing it with a new one.